Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material present in the nozzle. Additionally, the plastic distal end had been burned. These events had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause for either event could not be determined. A definitive root cause could not be identified. Based on the results of the investigation olympus will continue to monitor field performance for this device.